Manufacturer narrative:
The pump remains implanted supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - (B)(6). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented with complaints of black tarry tools. A drop in the hemoglobin levels was found and the patient was subsequently admitted for gastrointestinal bleeding. An endoscopy was performed and clips were applied at the bleeding site. The patient was discharged home and will continue to be monitored. The pump was reported to be functioning as expected. No additional information was provided.